Event description:
This child has made good progress in development of spoken language and is totally dependent on her cl. Three days ago, she stopped hearing. There is no report of illness or trauma. Re-implantation is considered but a date is not yet known.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
This child has made good progress in development of spoken language and is totally dependent on her ci. Three days ago, she stopped hearing. There is no report of illness or trauma.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.